Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Lot number and device manufacture date: the device lot number was documented as unknown in the initial report. Upon device receipt, the lot number was updated to 1567729 and the device manufacture date to oct 20, 2006. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the internal parts were seized due to corrosion, general seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an osteotomy surgical procedure, it was discovered that two reciprocating saw attachment devices failed. According to the reporter, different attachment devices were tried on the handpiece device and the handpiece device worked. The reporter stated that both attachment devices failed to work. It was reported that a competitor device was used to continue the procedure and the patient was fine. There was a twenty minute delay in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention, adverse event or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.